Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One hour post procedure the patient was experiencing chest pain. A transthoracic echocardiogram was performed, and it was discovered that the patient had a small pericardial effusion. The physician did not perform any treatment or intervention. The patient remained overnight for observation and is expected to make a full recovery.